Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a manual injection. Customer used the device to deliver a bolus. No troubleshooting was performed. Customer not home to verify the serial number. No further information is available.